Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes updated. Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter in two pieces. There was contrast and blood in the inflation lumen. The balloon was tightly folded. The distal tip was damaged. Microscopic examination and tactile inspection revealed a complete hypotube separation 52.75cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests that the device was kinked prior to separation. Microscopic examination presented no damage or irregularities in the balloon material. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft fracture occurred. The target lesion was located in the left anterior descending artery (lad). A 3.5mm x 8mm quantum¿ maverick¿ balloon catheter was selected and used to dilate the lesion. Upon device withdrawal, the physician noticed that the balloon shaft was fractured approximately 2 cm away from the guide exchange port inside the patient. The physician used another tool to remove the fractured part of the device. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft fracture occurred. The target lesion was located in the left anterior descending artery (lad). A 3.5mm x 8mm quantum¿ maverick¿ balloon catheter was selected and used to dilate the lesion. Upon device withdrawal, the physician noticed that the balloon shaft was fractured approximately 2 cm away from the guide exchange port inside the patient. The physician used another tool to remove the fractured part of the device. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).